Manufacturer narrative:
The report event of high impedance was confirmed. As received, visual inspection showed the returned lead found a kink on the outer tubing and some the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Event description:
It was reported that the patient was unable to turn up the stimulator due to high impedance on 9-16 contacts lead. As such, surgical intervention took place wherein the lead was explanted and replaced with a new lead addressing the issue.

Manufacturer narrative:
Date of event is estimated.